Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-12022 and 2134265-2017-12023. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the ilab system freezes during pullback hence automatic pull back failure occurred. Subsequently, it freezes when power down button is pressed. It occurred three times while in live mode and once during data transmission. However, the clock and mouse is working and no error message appeared. The procedure was forcibly terminated. No patient complications were reported.